Manufacturer narrative:
Evaluation summary report signed on 07/30/2020.

Manufacturer narrative:
Suspect device returned on (B)(6) 2020 but evaluation report is not completed within 30 days of deadline.

Event description:
Starting the procedure the catheter was locked detaching from the handle, after several trials the doctor had replaced it with another device.